Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. As a first step of the analysis the returned device data were analyzed thoroughly. The eri battery status was triggered on (B)(6) 2023, as mentioned in the complaint. The documented current consumption of the ICD was found to be normal and as expected, but an inconsistency between current consumption and battery voltage was noted. Upon incoming inspection, the device interrogation revealed the eos battery status, detected on (B)(6) 2023. An amount of eight charging cycles was recorded in the devices memory. Subsequently the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly revealed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion and the microcalorimetry analysis showed an elevated heat dissipation. At a next step, the battery was opened for destructive analysis and the inner assembly was inspected. The analysis identified a short circuit within the battery, which led to an increased internal self-depletion and therefore to the clinical observation. In conclusion, analysis revealed an increased internal self-depletion within the battery that led to the clinical observation.

Event description:
Device explanted due to eos indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.